Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent resection of perineal bands, perineoplasty and excision of excessive vaginal mucosal tags due to perineal stenosis with pain and tear and vaginal mucosal tags on anterior left lower vagina on (B)(6) 2005. The patient underwent a perineoplasty and vaginal revision due to dyspareunia caused by vaginal introital on (B)(6) 2009. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent adhesiolysis, trachelectomy, culdoplasty, sacrospinous ligament mesh suspension, enterocele & rectocele repair, perineoplasty, left vulvar vaginal epithelial biopsy, cystoscopy, and perineoplasty.